Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
On 2017-04-25 arjohuntleigh has been initially informed about the incident involving citadel plus bed. It was reported that when the bed was driven over a ramp, the power drive kept driving even the control knob was released, the bed stopped when the pistol knob was released and started driving when the pistol knob was pressed again, without touching the control knob (right power drive handle). This event occurred when the engineer was driving the bed at the customer site. There was no patient involved in the incident. No injury was sustained.

Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh (B)(4). (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The citadel plus bariatric care system is intended for the acute and post-acute care environments. It is indicated for medical purposes to aid the patient and stuff during the performance of routine care. Each citadel plus bed is equipped with power drive system designed to provide powered transport for the citadel plus bariatric bed frame system. This power drive system feature is responsible for activating forward and backward movement of the device. Left and right hand steering are controlled by the user, have to be applied at the same time. Left hand trigger must be held down during entire duration of power drive operation. Right hand trigger is used to give direction to movement (forward or backwards). Releasing left hand trigger will apply the power drive brake and make the power drive inoperable. On (B)(4) 2017 arjohuntleigh has received a customer complaint involving citadel plus (serial number: (B)(4)). Reported malfunction took place at the customer site at pick of the bed. In the complaint it was indicated that when loading the bed in a trailer via the ramp using power drive system the bed speeded up and crashed into a trailer. There was no patient on bed while the event occurred, no injury was sustained. According to the additional information provided within the complaint we established that after the event the device was taken to the service center for testing. The test performed revealed that the bed drives on the ramp of 8.5° even the power drive joystick button is released. The bed stops only when left hand trigger is released. There was no unintended movement observed while moving the bed on the flat floor. The device was in overall good condition while the incident occurred. It was observed by technician that the power drive wheel made a loud noise during transfer when the speed was going up, this condition is reached as a result of the power drive system detecting an overcurrent condition on the motor. Root cause investigation was performed by r&d team. The following conclusions has been made as an effect of the progressing work: if the bed is driving forward using the power drive system and runs into heavy resistance it gets into a state where the power drive system will not respond to joystick input forward or backward, and the motor will produce a continuous rattling noise. The bed would be able to drive forward even after releasing right hand trigger. Examples of heavy resistance include having the bed frame dragging on a surface (such as at the top of a steep ramp), or having an obstruction in front of the wheels that prevent them from moving forward. This condition is reached as a result of the power drive system detecting an overcurrent condition on the motor and the rattling is caused by the system rapidly cycling the motor on and off. When the left trigger is released the rapid cycling will stop, however every subsequent time the trigger is pressed the rapid cycling will occur and the power drive system will not respond to joystick input. This condition can only be cleared if the power drive system is reset due to the battery running out or if a manual reset is performed. To ensure the safety operation of power drive system the instruction for use provided together with the involved device (831.374 rev. B) includes information regarding the possibility of avoiding the overcurrent of the power drive system: warning: " when operating on slopes, always use slow speed. Do not operate on slopes in excess of >7 degree". We conclude that the cause of the failure is both the device being moved over the slope in excess of 7 degrees against recommendations in product instruction from use and software bug which does not protect the device from moving with only left hand trigger being pressed. It needs to be emphasized that the likelihood of the occurrence of the death or serious injury in case of unintended bed movement is remote. In addition, the movement range is always within the predetermined and safe operating range of the device. In addition, the device instruction for use (831.374 rev. B) that was provided together with citadel plus device warns the user how to operate the device safely. In summary, although in the investigated complaint there was no adverse outcome, we determined to view this complaint as reportable in the abundance of caution. After reviewing health hazard evaluation (hhe) concerning uncommanded power drive movement it was established that this kind of failure may result only in customer annoyance which has an occurrence of 'rare' (unlikely; feasible, but unlikely in common use) and a severity of 'none' (no adverse health consequence. Could cause minor nuisance or inconvenience to end user). Because of the low risk to health and the overall hhe assessment which shows that addressing the product performance through a design change/software update may reduce the occurrence of customer annoyance we no longer see uncommanded power drive movement caused by software bug deficiency reportable to the competent authorities. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were able to determine the exact root cause of claimed failure which was defined to be associated with user error combined with software bug deficiency. When reviewing similar reportable events a limited number of cases with similar fault description (power drive- uncommanded bed movement) were found. With amount of sold devices on the market, the complaint ratio for reportable complaints with this failure mode is considered to be low. At the time the event occurred arjohuntleigh devices failed to meet manufacturer specifications.